Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, wires at tip of mega suture cut needle driver instrument snapped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary observed. The surgical task being performed when the issue occurred was suturing. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were 2 cables visibly protruding from the distal end of the instrument. No, fragment fall inside of the patient¿s anatomy. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.